Event description:
The clinician reports the implant was inserted 2023 (b)(6) in ADA 25. Details of surgery: Immediate extraction site. On 2026 (b)(6), fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.